Manufacturer narrative:
Device manufacturing records and available programming and diagnostic history were reviewed. Review of manufacturing records confirmed that both the lead and generator passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death.

Event description:
It was reported that the patient's vns system was tested and system diagnostics returned a dcdc 0 result. It was reported that this result had been found previously and repeatedly. It was reported that the patient had indicated that the seizures had increased and the stimulation could not be perceived any longer. Review of the available programming and diagnostics history showed normal diagnostic results through (B)(6) 2012. System diagnostics run on (B)(6) 2013, (B)(6) 2014 and (B)(6) 2015 returned dcdc 0 result with output status ok and lead impedance ok. A battery life calculation using the available programming history showed approximately 4 years remaining until neos = yes. Review of manufacturing records confirmed that the lead and the generator passed all functional tests prior to distribution. Additional information was received indicating that when the vns system was tested system diagnostics did not return a low impedance indicator. The patient's pulse generator was not disabled. The patient's seizure rate remained below pre-vns baseline. The patient was scheduled for x-rays. No known surgical interventions have occurred to date.

Event description:
It was reported that x-rays were taken and were reported by the physician to be unremarkable. X-rays were not sent to the manufacturer for assessment. The patient has been referred for replacement surgery. No known surgical intervention has been performed to date.